Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The evaluation confirmed the reported e118 otv error. Based on the results of the investigation, although the error code e118 may occur due to the failure of the v group, it was not possible to judge the cause of the failure of the v group. From the repair history, it was confirmed that the battery (exhaustion) and the foot rubber (abrasion) were replaced less than a year prior to this event. Per the instructions for use: code :e118. Error content: product abnormalities. Cause: the product has failed. How to deal with: immediately turn off the product and turn on it for a while. If the same abnormality occurs after turning the power on again, immediately turn off the power of this product, unplug the power plug of this product from the medical outlet, remove the power cord from the power inlet of this product, and contact olympus. If additional applicable information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus device had an otv error (e118). There was no death or injury reported due to the event.